Event description:
Scoperoom valleylab bovie in use for ercp endoscopic retrograde cholangiopancreatography. Setting 40 coag/30 cut/blend 2. Our standard setting for ercp. Bovie pad in use. Md stated that it was "not cutting."